Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to go the hospital with blood glucose (bg) reading at 35 mmol/l (631 mg/dl) with high ketones and inflammation. Her pdm (personal diabetes manager) had also generated a hazard alarm where she lost all her settings. At the hospital she was placed on an infusion of insulin and given a few liters of water to bring her bg level to 20 mmol/l (360 mg/dl) and later it was back down to 10 mmol/l (180 mg/dl). A diabetic nurse will visit the hospital and will assist with the doctors to help set up the new pdm so that she can be discharged.